Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead exhibited noise. The right ventricular (rv) lead was also noted to exhibited diminished sensing. The ra lead was removed and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.